Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d1: brand name, d2: type of device, d4: brand name, serial number, lot number, expiration date, primary unique device identifier (UDI) number, g4: PMA/510(k) number, h4:manufacturing date and h6: investigation results under type of investigation.

Event description:
To date additional patient or event details have been received which are added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: the patient was notified that due to a bent cannula, insulin administration was unsuccessful. The patient also reported that their blood glucose readings exceeded 500 mg/dl. The lot number provided in the complaint has been used to verify and update the corresponding part number.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an occlusion event with infusion set in the tubing. Blood glucose was displayed high. Patient took bolus. Patient changed supplies as necessary and resumed insulin therapy. No further information available.